Manufacturer narrative:
Based on the completed investigation, the reportable malfunction was due to corrosion in the connector, printed circuit (pc) board and charged coupled device (ccd) cable. Although the root cause of the reported malfunctions could not be definitively determined, the issues are most likely due to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, no image was observed. There was no patient involved.